Event description:
The customer's mother reported that the customer's blood glucose was high (>500 mg/dl) so she took the customer to the emergency room.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.